Event description:
Patient with history of breast cancer. A recent ultrasound revealed bilateral ruptured breast implants. Patient scheduled for surgery. Breast implants removed and sent to pathology. Per pathology report: breast, right implant extraction 355g 13.5 x 13.3 x 3.7cm breast implant. The specimen displays a clear, transparent wall and a 5.3 x 1.3 cm transmural defect. The wall of the specimen displays style 15 lot 1787466 allergan 371cc. Breast, left implant extraction 311g 15.3 x 13.4 x 4.2cm diffusely disrupted breast implant. The wall of the specimen displays a description style 15 lot 1787466 allergan 371 cc.